Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions showed the patient¿s implantable cardiac monitor (icm) had false atrial fibrillation (af) episodes due to over-sensing of premature atrial contraction. No intervention was performed. The clinic will continue to monitor the patient. No patient adverse consequences was reported.